Event description:
The sales rep has been informed from the hospital through the surgeon that the nail has broken through the collum lag screw hole. The patient had surgery on (B)(6) for removal of nail and the clinic will put in a new implant.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Additional devices: lag screw, ti gamma3 10.5x95mm: lot no. K883868, catalog # 3060-0095s. Locking screw, fully threaded t2 tibia 5x45 mm: lot no. K395138, catalog # 1896-5045s. Locking screw, fully threaded t2 tibia 5x40 mm: lot no. K288276, catalog # 1896-5040s.